Event description:
Procedure type: sleeve gastrectomy. According to the reporter: when the surgeon fired the idrive ultra with a 45mm black reload, the knife blade barely advanced before completely stopping. The surgeon finished the procedure using the tristaple ultra stapler. There were no further issues. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported to excess of 500cc. The case was not extended by more than 30 minutes. Peristrips reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).